Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling of the device. The event can be detected by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ [inspection of the endoscope] 1. Visually inspect the control section for scratching, or chipped, or deformation. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2) olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during an unspecified procedure, the image guide coil collapsed on the tracheal intubation fiberscope. There was no report of patient harm associated with this event. During device evaluation of the returned device, the evaluation found the coating of the image guide serpentine is peeling off (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported in event, the following non-reportable malfunctions were identified: due to a crack on eyepiece, water tightness is lost; rubber has slack and a chip; connecting tube has a wrinkle; the bending angle in up direction does not meet specifications, due to elongation of the angle wire; scratches on various parts of the device; control unit discolored and venting connector under the grip is shaved. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will submitted upon completion of the investigation or if any additional information is provided by the user facility.